Manufacturer narrative:
The suspect device was not returned for evaluation however, pictures of the device were received and examined visually. The complaint was confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the venous clamp broke after 1 month or use, forcing the physician to utilize a temporary clamp for the patient. No patient injury to report.